Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the mesh tore while pulling the protective sleeves. The procedure was completed with another with the same advantage fit system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.